Event description:
It was reported that during pt treatment, it was recognized that the venous sensor for the cardiohelp had stopped and was displaying only dashed lines. A hospital tech contacted maquet to discuss resolution of the issue. Maquet advised not to attach another probe and according to the customer, the pt's condition was not stable enough to switch to another unit. The decision was made to wait until morning to determine the next step. The next morning the sensor was replaced, reinitialized and the unit worked perfectly. Later in the day, the unit appeared to malfunction after the re-attachment of the venous sensor. It was suspected since the pt was placed on lv vent, blood hemolysis was significantly affecting the labs and may have contributed to the issue. (B)(4). Reference MFR number: 8010762-2015-00036.